Event description:
It was reported that the right atrial (ra) lead dislodged one day after implant. The lead was explanted and removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products. 419688 lead implanted: (B)(6) 2011; 693565 lead implanted: (B)(6) 2011. (B)(4).